Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently the pump battery was rapidly depleting. There was no reported impact to customer's blood glucose. Tandem technical support (cts) reviewed pump battery usage and battery appeared to be depleting as expected. However, contact maintained there may be an issue with the battery. Although multiple attempts were made by cts to review pump data with the contact, no reply was received.